Event description:
It was reported that the patient was admitted to the hospital due to wound healing. The patient received medication and wound drainage. The device remains in use. The patient is a participant in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: mdt-lead, implanted: (B)(6) 1995. (B)(4).